Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor dents on edge, loose light guide (lg) adapter, and image out of field. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, found minor dents on edge, loose lg adapter, and image out of field. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. A device history record-DHR review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.